Event description:
Related manufacturer reference number: 2017865-2022-17026. It was reported that the patient's right ventricular and atrial leads were explanted due to tricuspid insufficiency. The patient condition was stable post-procedure.